Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. No excessive no delivery alarms, no rewind anomaly, and no prime anomaly noted during testing. The device was received with intermittent button response due to corroded keypad traces. The device also was received with cracked case on the lcd display window corners and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized for two weeks due to diabetes ketoacidosis, pancreatitis, and high blood glucose of 1000mg/dl. The customer was treated with lantus at night and in the morning. It was stated that the customer also had blood infection, and the blood ph was down to six. The customer experienced nausea, blurry vision, and urination. The caller stated that the insulin pump kept alarming no delivery during the basal delivery. Troubleshooting was performed, and no damage to the drive support cap noted. The insulin pump alarmed and insulin squirted out during the manual prime process. The caller also mentioned that the device was stuck on the prime loop. Assisted the caller to run a manual prime and the insulin did exit. The mother did no feel comfortable and requested a replacement. No further information was provided.